Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that when they removed the sensor from insertion and found that the electrode was missing. The customer¿s blood glucose during the incident was unknown. No further details were given. The product will be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.